Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that intermittent occlusion alarms occurred. Customer's blood glucose was ranging from 600 mg/dl to "high" (specific value not provided). Customer addressed the elevated bg by manual insulin injection and changing supplies. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed.